Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(6) was evaluated at the customer site. During investigation, it was concluded that the root cause of the reported complaint and the error messages observed during the event log review was the defective I/o board due to a defective component. The defective I/o board was replaced to remedy the faults.

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) was not returned to zoll for evaluation and was not evaluated at the customer site. However, the tgxp's event log was sent to zoll and was reviewed. The event log review showed multiple 2:10 (factory configuration not complete) alarms; thus, confirming the customer's reported complaint. The possible root cause for the reported complaint was related to processes running on the I/o board. Further review of the event log showed multiple mid:02 (too many communication timer events), mid:27 (calibration reset), mid:16 (software related), and tcmid:04 (ce response timeout) error messages, unrelated to the reported complaint. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. The possible root cause for all the error messages observed in the event log could also be related to processes running on the I/o board. The I/o board may need to be replaced to address the customer's reported complaint as well as the error messages recorded in the event log. Further investigation is pending the customer's approval for an in-depth device evaluation and service, which will be performed either at the customer's site or at zoll service depot.

Event description:
As reported, the thermogard xp ivtm system (s/n (B)(4)) displayed a "factory configure not complete" error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.